Event description:
It was reported that after an infusion set change, blood glucose rose to 435 mg/dl and a subsequent inspection during a repeat set change showed the teflon cannula did not enter the body, consistent with an infusion set deployment/connection issue on an ilet system using an inset infusion set. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed a user application error resulting in no insulin delivery due to a misdeployed cannula. It was concluded that the event was attributable to use error related to infusion set insertion and not a confirmed device malfunction.